Manufacturer narrative:
The lot number, expiration number and manufacture number are unknown.

Event description:
Per complaint (B)(4), the dental implant could not achieve primary stability. Patient experienced inflammation.